Manufacturer narrative:
The MFR is attempting to acquire the suspect system controller for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 months post-implant. It was reported that the pt's system controller alarmed when connected to a power module. It was also reported that the pt didn't feel well and started to collapse. The system monitor displayed normal pump parameters intermittently. The pt was switched to batteries and the system controller was exchanged. The pt is reported to be doing well. The pt's event history was reviewed and indicated a pump stoppage.